Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the patient experienced a blood glucose of hi on the meter (over 600 mg/dl). The reporter indicated that the patient went to a carnival and was eating different food as well as had a bent cannula which caused the patient to use additional insulin. The reporter indicated that the pump hit the total daily dose (tdd) limit which prevented the user from being able to deliver additional insulin until the setting was adjusted. The tdd limit is a safety feature set by the user with guidance from their health care professional intended to prevent the patient from delivering too much insulin. Customer technical support walked the reporter through how to adjust the settings to resume insulin pump therapy. This report is made based on the allegation that the patient experienced hyperglycemia which was contributed to by hitting the tdd limit on the pump.

Manufacturer narrative:
The product has not been requested for return to animas at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.